Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was found that the ipg was slowly moving to the surface of the skin, only a few millimeters under the skin. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6)2022 wherein the ipg was implanted deeper in the pocket, resolving the issue.